Event description:
It is reported that consumer was admitted to hospital after revision for infection on (B)(6)2010.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. The part numbers and lot numbers are unk; therefore the device history records could not be reviewed. No devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Should additional info or the components be received, an amended medical device report will be filed. Zimmer considers the investigation closed. (B)(4).